Manufacturer narrative:
This report being submitted is a cancellation report. Product manager confirms user error as 'echo-19 is not indicated for use with a wire guide'. Engineering confirms that use of wire guide could be root cause of needle tip kink. User error is low risk, no serious injury has occurred and a device malfunction precedence does not exist. Device evaluation: the echo-19 device of lot number c1663120 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 03rd june 2020. In summary the following results were observed in the lab evaluation: needle able to advance and retract without issues. Needle tip observed kinked/deformed. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1663120 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1663120. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "remove stylet from needle by gently pulling back on hub seated in metal fitting of needle handle. Preserve stylet for use if additional cell collection is desired". There is evidence to suggest that the customer did not follow the instructions for use. From additional information received ¿it is wire guide was advanced during procedure.¿ as per product manager "echo-19 is not indicated for use with a wire guide." Root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, from additional information received ¿it is wire guide was advanced during procedure.¿. As per engineering "if the user unsuccessfully attempted to introduce a ø 0.035¿ wire guide into the needle (ID ø 0.037¿ ± 0.001¿), then this action have damaged or compromised the performance of the needle tip result in kinked needle on the second biopsy," summary: complaint is confirmed as the failure was verified in the laboratory and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report being submitted is a cancellation report. Product manager confirms user error as 'echo-19 is not indicated for use with a wire guide'. Engineering confirms that use of wire guide could be root cause of needle tip kink. User error is low risk, no serious injury has occurred and a device malfunction precedence does not exist.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device to desired position and finish the first biopsy, then user intended to advance a 0.035 wire guide through device but cannot put through. User retracted the device found out the needle tip deformed. User changed another same device to complete the procedure.